Event description:
It was reported health care provider (hcp) turned the neurostimulator (ins) off because the patient fell and the lead was damaged due to the fall. The patient also told him that the lead was scheduled for replacement soon. The patient had had an emg a day prior to this call and the test showed no "pulses" coming off of the ins. It was noted that the patient no longer had an interstim icon to check the ins with. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0f1zv, implanted: (B)(6) 2014, product type lead product ID 3889-28, lot # va0f1zv, implanted: (B)(6) 2014, product type lead. (B)(4).